Manufacturer narrative:
B3 - date of event is estimated. The allegation is against 1 of 2 leads, however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115455.

Event description:
It was reported patient was experiencing ineffective coverage with the scs system. As such surgical intervention was undertaken and the leads were explanted and replaced thereby restoring effective therapy.